Event description:
This retrospective pregnancy case was reported by a consumer and describes the occurrence of medical device removal ("to remove essure some patients have lost organs (fallopian tubes or sometimes the uterus)"), perforation ("organ perforation"), device dislocation ("displacement of devices"), pregnancy with contraceptive device ("pregnancies") and abortion ("abortions") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients started essure. The patients last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. On an unknown date, the patients experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion (seriousness criterion medically significant), genitourinary tract infection ("urogenital infections"), pelvic pain ("pelvic pain"), immune system disorder ("immunological alterations"), nervous system disorder ("neurologic alterations"), dyspepsia ("digestive disorders"), fatigue ("extreme tiredness"), asthenia ("weakness"), myalgia ("muscle pain"), headache ("headache"), hypersensitivity ("allergic reactions"), urticaria ("urticaria"), allergic oedema ("swelling"), nausea ("nausea"), vomiting ("vomiting"), dysgeusia ("metallic taste"), dry mouth ("dry mouth"), inflammation ("abdominal inflammation"), arthralgia ("hip pain"), menorrhagia ("menstrual alterations: hemorrhages"), amenorrhoea ("absence of menstruation") and adverse event ("adverse event nos (other adverse effects)"). Essure was withdrawn. At the time of the report, the medical device removal, perforation, device dislocation, pregnancy with contraceptive device, abortion, genitourinary tract infection, pelvic pain, immune system disorder, nervous system disorder, dyspepsia, fatigue, asthenia, myalgia, headache, hypersensitivity, urticaria, allergic oedema, nausea, vomiting, dysgeusia, dry mouth, inflammation, arthralgia, menorrhagia, amenorrhoea and adverse event outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered medical device removal, perforation, device dislocation, pregnancy with contraceptive device, abortion, genitourinary tract infection, pelvic pain, immune system disorder, nervous system disorder, dyspepsia, fatigue, asthenia, myalgia, headache, hypersensitivity, urticaria, allergic oedema, nausea, vomiting, dysgeusia, dry mouth, inflammation, arthralgia, menorrhagia, amenorrhoea, adverse event, anxiety and back pain to be related to essure. The reporter commented: the life for hundred of women has changed, when by medical recommendation, they chose essure as contraceptive method. Also the reporter commented that by their own decision essure is removed but they cannot decide in conjunction with their gynecologist the best option to remove essure without leaving residues. To remove essure they need one or more procedures losing organs, at least the fallopian tubes or sometimes the uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new events added (anxiety, back pain/lumbar pain). On (B)(6) 2017: non significant new information. Company causality comment: this is a non-medically confirmed, spontaneous case report. It refers to an unspecified number of patients who developed adverse events in association with essure (fallopian tube occlusion insert) therapy. The reporter stated women experienced displacement of devices, pregnancies and to remove essure some patients have lost organs (fallopian tubes or sometimes the uterus). Although minimal information was provided, given the nature of these anticipated (according to essure's reference safety information) events, causality with the suspect insert cannot be excluded. In addition, organ perforation and abortion (unanticipated events) were reported. Since the location of the perforation was not specified causality cannot be assessed. Regarding the reported abortion, as it is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation due to maternal conditions and fetal chromosomal abnormalities, causality was excluded. This case was regarded as an incident, due to the reported essure removal. A technical analysis will be requested.

Manufacturer narrative:
This retrospective pregnancy case was reported by a consumer and describes the occurrence of medical device removal ("to remove essure some patients have lost organs (fallopian tubes or sometimes the uterus)"), perforation ("organ perforation"), device dislocation ("displacement of devices"), pregnancy with contraceptive device ("pregnancies") and abortion ("abortions") in an unspecified number of female patients who received essure for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients started essure. On an unknown date, the patients experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion (seriousness criterion medically significant), genitourinary tract infection ("urogenital infections"), pelvic pain ("pelvic pain"), immune system disorder ("immunological alterations"), nervous system disorder ("neurologic alterations"), dyspepsia ("digestive disorders"), fatigue ("extreme tiredness"), asthenia ("weakness"), myalgia ("muscle pain"), headache ("headache"), hypersensitivity ("allergic reactions"), urticaria ("urticaria"), allergic oedema ("swelling"), nausea ("nausea"), vomiting ("vomiting"), dysgeusia ("metallic taste"), dry mouth ("dry mouth"), inflammation ("abdominal inflammation"), arthralgia ("hip pain"), menorrhagia ("menstrual alterations: hemorrhages"), amenorrhoea ("absence of menstruation") and adverse event ("adverse event nos (other adverse effects)"). The patients' last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. Essure was withdrawn. At the time of the report, the medical device removal, perforation, device dislocation, pregnancy with contraceptive device, abortion, genitourinary tract infection, pelvic pain, immune system disorder, nervous system disorder, dyspepsia, fatigue, asthenia, myalgia, headache, hypersensitivity, urticaria, allergic oedema, nausea, vomiting, dysgeusia, dry mouth, inflammation, arthralgia, menorrhagia, amenorrhoea and adverse event outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered medical device removal, perforation, device dislocation, pregnancy with contraceptive device, abortion, genitourinary tract infection, pelvic pain, immune system disorder, nervous system disorder, dyspepsia, fatigue, asthenia, myalgia, headache, hypersensitivity, urticaria, allergic oedema, nausea, vomiting, dysgeusia, dry mouth, inflammation, arthralgia, menorrhagia, amenorrhoea, adverse event, anxiety and back pain to be related to essure. The reporter commented: the life for hundred of women has changed, when by medical recommendation, they chose essure as contraceptive method. Also the reporter commented that by their own decision essure is removed but they cannot decide in conjunction with their gynecologist the best option to remove essure without leaving residues. To remove essure they need one or more procedures losing organs, at least the fallopian tubes or sometimes the uterus. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 28-sep-2017 for the following meddra preferred terms: pregnancy with contraceptive device: the analysis in the global safety database revealed 3384 cases. Medical device removal: the analysis in the global safety database revealed 735 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-sep-2017: it was mentioned that in spain there are around one thousand women who presented pelvic pain, lumbar pain, leg pain, inflammation, headaches, chronic fatigue and complications of the hemorrhages or bleeding between periods. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a consumer and describes the occurrence of medical device removal ("to remove essure some patients have lost organs (fallopian tubes or sometimes the uterus)"), perforation ("organ perforation"), device dislocation ("displacement of devices"), pregnancy with contraceptive device ("pregnancies") and abortion ("abortions") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." On an unknown date, the patients started essure. On an unknown date, the patients experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion (seriousness criterion medically significant), genitourinary tract infection ("urogenital infections"), pelvic pain ("pelvic pain"), immune system disorder ("immunological alterations"), nervous system disorder ("neurologic alterations"), dyspepsia ("digestive disorders"), fatigue ("extreme tiredness"), asthenia ("weakness"), myalgia ("muscle pain"), headache ("headache"), hypersensitivity ("allergic reactions"), urticaria ("urticaria"), allergic oedema ("swelling"), nausea ("nausea"), vomiting ("vomiting"), dysgeusia ("metallic taste"), dry mouth ("dry mouth"), inflammation ("abdominal inflammation"), arthralgia ("hip pain"), menorrhagia ("menstrual alterations: hemorrhages"), amenorrhoea ("absence of menstruation") and adverse event ("adverse event nos (other adverse effects)"). The patients' last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. Essure was withdrawn. At the time of the report, the medical device removal, perforation, device dislocation, pregnancy with contraceptive device, abortion, genitourinary tract infection, pelvic pain, immune system disorder, nervous system disorder, dyspepsia, fatigue, asthenia, myalgia, headache, hypersensitivity, urticaria, allergic oedema, nausea, vomiting, dysgeusia, dry mouth, inflammation, arthralgia, menorrhagia, amenorrhoea and adverse event outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered medical device removal, perforation, device dislocation, pregnancy with contraceptive device, abortion, genitourinary tract infection, pelvic pain, immune system disorder, nervous system disorder, dyspepsia, fatigue, asthenia, myalgia, headache, hypersensitivity, urticaria, allergic oedema, nausea, vomiting, dysgeusia, dry mouth, inflammation, arthralgia, menorrhagia, amenorrhoea, adverse event, anxiety and back pain to be related to essure. The reporter commented: the life for hundred of women has changed, when by medical recommendation, they chose essure as contraceptive method. Also the reporter commented that by their own decision essure is removed but they cannot decide in conjunction with their gynecologist the best option to remove essure without leaving residues. To remove essure they need one or more procedures losing organs, at least the fallopian tubes or sometimes the uterus. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-apr-2017 for the following meddra preferred terms: pregnancy with contraceptive device. The analysis in the global safety database revealed 3173 cases. Medical device removal. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality safety evaluation of ptc. Company causality comment: this is a non-medically confirmed, spontaneous case report. It refers to an unspecified number of patients who developed adverse events in association with essure (fallopian tube occlusion insert) therapy. The reporter stated women experienced displacement of devices, pregnancies and to remove essure some patients have lost organs (fallopian tubes or sometimes the uterus). Although minimal information was provided, given the nature of these anticipated (according to essure's reference safety information) events, causality with the suspect insert cannot be excluded. In addition, organ perforation and abortion (unanticipated events) were reported. Since the location of the perforation was not specified causality cannot be assessed. Regarding the reported abortion, as it is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation due to maternal conditions and fetal chromosomal abnormalities, causality was excluded. This case was regarded as an incident, due to the reported essure removal. According to the product technical analysis, a product quality defect could not be confirmed but was considered plausible.